Manufacturer narrative:
The reported event failure to capture was not confirmed, but the reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Final analysis found the retracted helix clogged with blood. It was noted that the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to the helix mechanism issue reported in the field. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. No further issues were found.

Event description:
It was reported that the patient was experiencing syncopal episodes, and was noted to be bradycardic. Upon interrogation, it was found that the lead was failing to capture appropriately. Fluoroscopy revealed the lead was dislodged. Revision was performed, upon which the helix failed to be retracted. The lead was explanted and replaced. The patient was stable.